Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar fusion due to fracture of thoracic vertebra. Intra-op, set screw slipped. The set screw was unable to be used again so the doctor replaced that with a new one to complete the operation. No patient complications were reported as a result of this event.